Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined no trend in complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Note: alinity I hiv ag/ab combo and architect hiv ag/ab combo utilize the same reagents and sample/reagent ratios. Based on the investigation, no deficiency for lot number 41177be00 was identified.

Event description:
The customer stated that false nonreactive alinity I hiv ag/ab combo results were generated for a patient diagnosed with hiv infection who received anti-retroviral therapy approximately 1 month ago. The physician questioned the nonreactive results and requested additional testing. The following data was provided. On (B)(6) 2022. Alinity I hiv ag/ab combo result: nonreactive 0.98 s/co (serum) and nonreactive 0.87 s/co (edta plasma). Architect i1000sr ag/ab combo result: reactive 1.26 s/co (serum) and reactive 1.02 s/co (edta plasma). Alere hiv combo (strip test) result: reactive. Sd bioline (strip test) result: reactive. Wondfo (strip test) result: reactive. The patient is taking the following antiretroviral drugs: 81mg aspirin enteric coated (b-aspirin81). 40 mg atorva statin tab atorvin. Bisoprolol 5 mg tab (hypercor). Clopidogrel 75 mg tab (apolets). 5 mg enalapril tab (lapril). 6. 25 mg spironolactone tab (zhyles25) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.